Event description:
Revision surgery - the pt was dislocating. The surgeon removed the revelation size 15.0 stem 36mm femoral head, and -3.5 offset sleeve and replaced them with lima revision distal stem, lima revision proximal body, 36mm femoral head and neutral offset sleeve. The acetabular shell and liner from the primary surgery remained in the pt.